Manufacturer narrative:
(B)(4). Concomitant medical products: us157854, m2a-magnum pf cup 54odx48id, 346150; 157448, m2a-magnum mod hd sz 48mm, 651280; 139258, m2a-magnum 42-50m tpr insrt +3, 91910. Customer has indicated that the product will not be returned to zimmer biomet for investigation, [product location unknown]. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that during the revision procedure, the surgeon removed all of the prior components but had difficulty removing the stem. Which resulted in a displaced fracture of her proximal right femur. Attempts have been made and additional information on the reported event is unavailable.

Manufacturer narrative:
(B)(4). Reported event was unable to be confirmed due to insufficient information provided by customer. Device history record (DHR) was reviewed with no deviations. A definitive root cause cannot be determined with the information provided. If any further information is found which would change or alter any information or conclusions, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was confirmed by review of medical records. Revision notes state that there was difficulty threading the extractor into the implant. When a trial extraction was performed, it was unsuccessful and it was immediately noted that there was an insufficiency of bone along the medical calcar. There was disruption of the anterior bone upon the stem removal, and the femoral fracture was thus stabilized with cables. Device history record (DHR) was reviewed with no deviations. A definitive root cause remains undetermined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
Concomitant medical products: unknown extractor, unknown, us157854, m2a-magnum pf cup 54odx48id, , 346150, 157448, m2a-magnum mod hd sz 48mm, 651280, 139258, m2a-magnum 42-50m tpr insrt +3, 91910. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2019-01254.

Event description:
It was reported that during the revision procedure, the surgeon removed all of the prior components but had difficulty removing the stem. It was stated that the instrument would not thread into the implant, which contributed to the difficulty removing the stem resulting in the fracture her proximal right femur. Attempts to obtain additional information have been made; however, no more is available.